Event description:
The customer reported that a false negative antibody screen was obtained with a qc sample on the ortho provue analyzer.

Manufacturer narrative:
The customer was performing antibody screen testing on the ortho provue analyzer and reported that a weakly positive reaction was interpreted as negative. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. No death or serious injury was reported as a result of this incident. No erroneous results were reported. If a significant antibody is not detected during antibody screening, or it is not identified upon further testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Based upon the available info, provue malfunction cannot be ruled out. Stn# bk030023.